Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bnpt4311, (3i t3 with dcd tapered implant 4/3 x 11.5 mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2021120159. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120159 for similar events and no other complaint was identified. Review completed utilizing keywords: "dental: medical: allergic reaction, dental: medical: infection & dental: medical: bone loss". Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Refer summary investigation for infection and bone loss. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. Infection and bone loss is a medical and is non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the dental implant located in dental position number 26 failed due to an allergic reaction, bone loss and infection. The doctor reports in the per that the procedure was not concluded by placing another implant. Pain was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). H6: event problem codes: patient code: 1994. The event occured in hungary.